Event description:
Discordant, falsely elevated calcium results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). Upon discovery that quality controls (qc) were not within range when the samples were run, the samples were rerun. Corrected reports were issued to the physician(s) for rerun results that were outside of the normal reference range. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). While reviewing the instrument data, the tsc specialist discovered that calcium had been calibrated on the instrument but qc was not run with the calibration or after the calibration. The siemens operator's guide for dimension rxl instruments provides a list of instructions for calibration, and checking the qc results is listed in the set of instructions. The operator's guide states, "if the qc is not acceptable, refer to the "troubleshooting quality control" at the end of this procedure to resolve the problem and then rerun the qc." The customer did not run qc until after patient samples were processed. The cause of the discordant calcium results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.